Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported some old alarms with a blank screen and could not explain it further. On interrogation of the vad, there were multiple low voltage alarms. The patient said that each time it was the black power cable and reported cleaning clips and batteries. The emergency backup battery (ebb) in the primary controller was used 54 times and no power disconnect alarms were seen. The event log recorded data from (B)(6) 2022 to (B)(6) 2022 and there was only one unusual power cable disconnect recorded (B)(6) 2022 at 12:34. This event appeared to have been associated with the battery and battery clip connected to the white power lead at the time of this event. The periodic log data recorded from (B)(6) 2022 to (B)(6) 2022 showed the ebb use count increased from 30 to 54 uses on (B)(6) 2022. Each of those events would indicate that there was a loss of external power to the system controller. However, the data on the periodic log did not capture data that could be used to troubleshoot the issue. Additional information was received that on (B)(6) 2022, the power cable disconnect alarmed when the patient connected but not when the healthcare professional did it. The mobile power unit (mpu) serial number was not provided but the patient reported that the alarms occurred while connected to the mpu. The battery charger was also filled with dust and debris and it was cleaned and also the clips were cleaned. Related MFR: 2916596-2022-13613.

Manufacturer narrative:
Section d6a: implant date inadvertently reported in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of the backup battery usage count increases from 30 to 54 uses was confirmed via the submitted log file. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted. The submitted periodic log file contained data spanning approximately 255 days (10dec2021 ¿ 22aug2022 per the timestamp). The log file captured several backup battery usage count increases between the events of (10dec22021 at 16:20:51) at 30 uses and (22aug2022 at 16:08:41) at 54. No external power alarms were captured in the periodic log file. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the backup battery usage count increased and the initial conditions that caused the usage count to increase cannot be determined from this log file. Pump speed was not affected by the usage increases. There were no other notable atypical alarms active in the log file. Multiple attempts were made to obtain additional information about the reported event such as serial number of the mpu, if the mpu have a v-lock connector on the ac power cord, if the ac power cord come loose at the wall outlet, if the ac power cord come loose from the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event (i.e., loss of power to the house), and if the mpu exchanged/removed from service/will the mpu be returning; however, no response was given. The root cause of the reported event could not be determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarm conditions, power cable disconnect alarm conditions, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (doc #( B)(4), rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.